Manufacturer narrative:
The attachment has been received at the manufacturer for testing. Based on the investigation evaluation, the bearings were found to be corroded.

Event description:
It was reported the pt received a burn on the lip during a procedure. It was further reported that the lip was swollen and painful. The pt was treated with first aid treatment and vaseline. A follow-up appointment with the surgeon has been scheduled.